Event description:
Rn attempted to insert PICC line and was unable to get the PICC line to proceed past the brachiocephalic vein. Rn pulled PICC line back out. After the nurse pulled the PICC line out, the wire inside the PICC line had broken. It did appear to have all the parts of the wire. FDA safety report ID #: (B)(4).